Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 700 mcg/ml at 2000 mcg/day, bupivacaine and clonidine via an implantable pump for intractable spasticity. It was reported that the patient had an infection of unknown origin/date and was transferred over to her for care. The hcp wanted assistance programming dosage decrease since she normally dealt with monotherapies. Technical services clarified that if the hcp decreased dose of primary drug, the speed of the pump will decrease likewise decreasing the secondary and tertiary drug dosages. The hcp stated the plan was to wean patient off of medication to remove pump.